Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was not returned with the packaging. The device was used in surgery. The package was returned with the double adhesive labels. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device packaging shows signs of double adhesive being used. Probable causes of this event include a manufacturing process error. This issue was evaluated through our internal quality process and a quality hold was initiated for this event, which was determined to be isolated. However, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, when opening the box of a guide pin 3.2mm x 343mm it was found that there were two pieces of paper (lid) overlapping. Surgery was completed with the same device without any delay. Patient was not harmed as consequence of this problem